Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) cannot be reviewed per (B)(4) since the serial number for the unit was not provided. The fse turned the iabp off and back on in operation mode and no alarm codes were produced. The iabp completed an auto fill and started pumping. The fse restarted the iabp in service mode and tried the safety disk leak test again and the same issue occurred. The fse replaced the solenoid driver board and tried again, resulting in the same issue. The fse replaced the datasets and tried again. The iabp passed all remaining calibrations and functional tests. The fse then returned the iabp to the customer and cleared it for clinical use.

Event description:
A getinge field service engineer (fse) reported that after installing datasets per field safety corrective action (fsca) they performed the safety disk leak test. During the test the iabp started turning solenoids off and on in rapid secession and then the iabp alarmed. This event occurred during service/test performed by a getinge representative. No patient was involved and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
A getinge field service engineer (fse) reported that after installing datasettes per field safety corrective action (fsca) they performed the safety disk leak test. During the test the iabp started turning solenoids off and on in rapid secession and then the iabp alarmed. This event occurred during service/test performed by a getinge representative. No patient was involved and no adverse event was reported.